Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's wife, (B)(6), is calling on behalf of the customer. The expected fasting blood glucose test result range is 150 to 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. The customer is currently taking insulin to manage diabetes. Customer provided that they have not had any recent changes to diet. The product is stored by customer according to specification. Back to back blood test performed by customer non-fasting during call on (B)(6) 2016 produced results of 340 mg/dl and 347 mg/dl. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's wife, (B)(6), is calling on behalf of the customer. The expected fasting blood glucose test result range is 150 to 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. The customer is currently taking insulin to manage diabetes. Customer provided that they have not had any recent changes to diet. The product is stored by customer according to specification. Back to back blood test performed by customer non-fasting during call on (B)(6) 2016 produced results of 340 mg/dl and 347 mg/dl. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is december 2015. The meter memory reviewed for fasting test results: (B)(6). Adverse event not reported.